Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: the sd screwdriver shaft/t4 50/self-retain/hxc, (p/n: 03.130.010, lot number#: 9836606) was received at (B)(6). Visual examination of the returned device found the tip of the screwdriver has broken, the broken fragments were not received. The investigation did not identified any other defects. Dimensional inspection: drawing: 03_130_010 reve, feature: distal tip diameter, specification: 2.35 mm 0/-0.05 mm, measured dimension: 2.33 mm, result: conforming, measurement device: caliper mitutoyo cd-6" asx ID# (B)(4). Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. 03.130.010 rev f/e (current and manufactured). No design issues or discrepancies were identified. Investigation conclusion: the overall complaint was confirmed, for the received device. No definitive root cause could be determined, based on the provided information. There was no indication, that a design or manufacturing issue contributed to the complaint. No design issues were observed, during the document/specification review. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: no ncrs were generated, during production. Device history review: review of the device history record(s) showed, that there were no issues, during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event occurred on an unknown date in 2021. Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the screwdriver shaft broke off while putting the final screw into a variable angle hand plate. There was no surgical delay. The procedure was successfully completed. There was no patient consequence. This report is for one (1) sd scrwdrvr shft/t4 50/self-retain/hxc. This is report 1 of 1 for (B)(4).